Event description:
The pt rec'd his scs system including percutaneous leads on (B)(6) 2007. It was reported that one lead resulted in no stimulation. An x-ray showed that the leads has not moved and that all connections were intact. The leads were replaced on (B)(6) 2008. The explanted leads were returned to ans for eval. No further info is available.

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead severely kinked with all wires broken. One lead failed continuity testing, the other was incomplete and could not be tested. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.